Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and found the ise internal standard reagent tubing was not in the correct position and the end of tubing was not reaching the bottom of bottle. Further investigation by the manufacturer did not identify a specific root cause for the event. The investigation determined the repeat results recovered in the opposite direction from the initial results. Typical causes of this type of behavior include air in the sample channel, leakage current coming from the waste, and old and/or expired reference electrode. The issue found by the field service representative was a possible cause. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes 1 malfunction event where erroneous results were generated by the cobas 8000 ise analyzer. There was an erroneous result for ion selective electrode (ise) sodium and an erroneous result for ion selective electrode (ise) chloride for one patient. The patient's age, gender, and weight were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.